Event description:
It was reported that during a laparoscopic oophorectomy procedure, the balloon was burst and could not be inflated. No broken piece was left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did any piece fall into the patient? No. If so, was it retrieved? Na. Did the issue occur pre-operative or intra-operative?---intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, the returned device had the tip of the balloon pulled off of the shaft. The batch record was reviewed and no anomalies were noted during the manufacturing process.